Event description:
The summons alleges the braking system on the wheelchair failed, causing the consumer to lose control of the wheelchair and run into the kitchen sink with the foot of the wheelchair. The floors of pt's home were not level which contributed to the alleged incident. Pt sustained "severe and permanent injuries to their person and suffered mental anguish".